Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the emergency room (ER) due to chest pain. It was noted that the right ventricular (rv) lead had dislodged; it was suspected that the dislodgement caused a perforation and pleural effusion. Subsequently the patient underwent a procedure to drain the pleural effusion after which the lead was repositioned. No additional adverse patient effects were reported.